Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70 cm. Model#: sc-4318, lot#: 18388887, description: clik x anchor. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and it was also noted that the lead site was painful. No device malfunction was suspected. The patient underwent an explant procedure.